Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing abnormally, device replacement was recommended. The pacemaker remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is increasing abnormally, device replacement was recommended. The pacemaker remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field; this event will be updated upon completion of analysis.